Manufacturer narrative:
(B)(4). Batch #: t5cm5y. (B)(4). Investigation summary: the analysis found that one psee60a device was returned with the knife exposed on the joint cover area and with a gst60b unfired cartridge loaded on the device. No functional test could be performed due to the condition of the device and due no non-destructive testing requested by customer. The damaged on the knife is consistent with applying a high force to the firing trigger on a locked device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. (B)(4).

Event description:
It was reported that during a right colon procedure, on the first firing of the stapler, with a blue reload, no buttressing material, the resident clamped down on tissue, stapler was articulated, firing sequence began, the stapler locked out immediately and the jaws opened themselves, articulation joint appeared broken. The device was removed from the patient and a second like stapler and reload were used to continue and complete the procedure. There were no patient consequences reported.